Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per event description, patient reports he lost his charging paddle at least 6 months ago and has not charged his ipg due to misplacing his charging paddle. Per (B)(4), a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of eon mini IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.